Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis with no physical damage noted on the pump. During analysis, the reported issue was able to be duplicated. Pump alarmed reported problem when latching cassette. Pump was able to calibrate. Event log showed multiple entries of downstream occlusion (dso) and upstream occlusion (uso) alarms. Both dso and uso sensors will be replaced due to being faulty and to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received that during testing of this smiths medical cadd solis vip pump, the pump exhibited "cassette not attached error". No patient involvement reported.